Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted to treat a prolapse and incontinence. In (B)(6) 2017, 6 months after the procedure, the patient experienced an intense pain at the right groin, leading her to limp few days. This pain progressed quickly towards the lumbar area, the sciatic, the sacrum, the sacroiliac and the rectum; first in the right side and then both sides. The patient could not sit down or walk with the perineal pain, especially the right side. From the end of 2017, the patient was taken neurontin, laroxyl, cortisone, lexomil and tramadol. MRI examinations of the spinal column, the lumbar area, the hips and the sacrum, clinical examinations and a perineal electromyography were performed. Intense myofascial syndrome of the right obturator muscle and the bilateral, but stronger on the right side myofascial syndrome of ischiococcygeal muscle were detected on (B)(6) 2018 and treatment with injection of botulinum toxin in the internal right obturator muscle was done on (B)(6) 2018.